Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stenting procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the physician attempted to release the stent by pulling the deployment suture. When deployment suture was retracted, resistance was felt and suture broke, resulting in partial deployment of the stent. The device was removed from the body and the procedure was completed with same guidewire and different stent successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) - other (partial deployment). The complainant indicates that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).